Event description:
Reportedly, valve was explanted after approximately 3 years implant duration due to endocarditis, ingrowth and pannus. No further info provided.

Manufacturer narrative:
Device not returned.